Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seal on plunger case removed, the top case cracked by the left front bottom corner, and the tube seal missing. Primary audible alarm background test found in pump event history log. Functional testing was performed using the power up process and infusion/occlusion test. The occlusion test was unable to duplicate the reported problem. Root cause was unable to be determined. The speaker was replaced as a preventive measure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device presented with primary audible alarm background test. No patient injury was reported.